Event description:
It was reported that during a procedure to treat a de novo lesion in the mid left anterior descending artery with moderate tortuosity, heavy calcification, and 99% stenosis, a 3.0x15 rx trek dilatation catheter was advanced for pre-dilatation but could not cross the lesion. Reportedly, force was applied during advancement. During removal of the trek, the proximal hypotube separated outside of the patient anatomy. A new 3.0x12 trek was used successfully for pre-dilatation. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported failure to cross could not be replicated in a testing environment as it was based on operational circumstances. The shaft separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the rx trek instruction for use warns: if resistance is met during manipulation, determine the cause of the resistance before proceeding. If the resistance cannot be eliminated, remove the interventional devices as a unit. Continuing to advance or retract the catheter may result in damage to the vessels and/or separation or laceration of the catheter. This may cause a portion of the catheter remain in the vessel, and necessitate recovery of fragments of the catheter.